Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.